Manufacturer narrative:
A beckman coulter fse (field service engineer) was not dispatched for this event as the customer did not request for service. The customer confirmed that there has been no issue with the instrument since the customer re-calibrated crem. Failure mode is unknown for this event. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported obtaining nineteen (19) erratic crem (modular creatinine) patient results involving the unicel dxc 800 synchron system. The customer indicated that the results were reported out of the laboratory but the physician questioned the erroneous results. The customer re-calibrated crem, ran qc (quality control), and repeated the patient samples. Amended results were issued out of the laboratory for the 19 affected samples and there was no change or affect to patient treatment in connection with this event.